Manufacturer narrative:
(B)(4). Brand name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset. (B)(4). Lot# 2933925. Concomitant medical products: item# 00877503601 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14. Item# 010000664 g7 pps ltd acet shell 54f lot# 6317104. Item# 010000858 g7 neutral e1 liner 36mm f lot# 6334985. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision approximately 1 month after initial implantation due to periprosthetic fracture. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of office visit notes which identified patient was revised due to periprosthetic fracture and pain. There was decline in function and increased pain over past weeks. CT imaging of right femur shows an oblique fracture extending below the lesser trochanter around a total hip arthroplasty. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp 0436612this follow-up report is being submitted to relay additional information.updated: b4, b5, g4, h2, h3, h6reported event was confirmed by review of office visit notes which identified patient was revised due to periprosthetic fracture and pain. There was decline in function and increased pain over past weeks. CT imaging of right femur shows an oblique fracture extending below the lesser trochanter around a total hip arthroplasty. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset

Event description:
It was reported patient underwent right hip revision approximately 1 month after initial implantation due to periprosthetic femur fracture. The femoral components were replaced and cerclage cables were additional used for treatment. Attempts were made to obtain additional information; however, none is available.